Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient undergoing a pre-implant trial with morphine. The patient's medical history included lphs (loin pain hematuria syndrome) and was the reason for having a pump implanted. The patient also had a pre-existing cancer diagnosis. During the trial on (B)(6) 2016 the patient felt a jolt down her right leg and "the spinal tap had to be re-done". The pain went down her right leg (jolt) and she described it as "almost a circulation issue".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.